Event description:
It was reported that during the device check it was noted that the right atrial (ra) lead was functioning poorly. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check it was noted that the right atrial (ra) lead was functioning poorly. This lead remains in service. No adverse patient effects were reported. Additional information received indicate that the lead was explanted and a new atrial port plug was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.